Event description:
It was reported to philips that the power indicator is not showing. There was no reported patient involvement. According to available information, the reported problem was confirmed and a replacement xl+ kit-front case assembly was ordered for the customer. The device remains in use at the customer's facility. It has been concluded that no further action is required at this time.